Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station powered off unexpectedly. The med application logs shown that the station power switch was flipped off randomly which indicate power supply issue. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station rebooted unexpectedly while users were using. A field service engineer (fse) checked all power supply connections and wiring then the power supply was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.